Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, hours after laparoscopic sleeve gastrectomy, the patient had to be taken back to surgery for an additional hour procedure to control bleeding staple lines. Surgeon had to over sew the staple lines and a blood transfusion was required for the blood loss of more than 500cc. The patient's hospital stay was also extended for three days.